Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: no defect found. Unable to confirm/duplicate complaint of audio/no sounds during this investigation. The pump was returned with all sounds settings set to "high" except temp basil set to "off" and remote bolus set to "vibrate". Audio was detected at power up alert .vibration at the power up alert observed. Vibration motor was initiated and vibrated continuously with no defects. At piezo activation the pump audio measured at 63.5 db in the piezo tester. Pump was opened; no defects found to the piezo.